Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil would not advance through its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up 02. 1. Section h. Box 3. Device evaluated by manufacturer.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil would not advance at all within the introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Device code 1 h3 other text : placeholder.